Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a warning message appeared on their remote device for their right side implant that is not listed in the remote's instruction manual as of (B)(6) 2017. It was stated that it is a "call physician" warning with the letters oor (out of regulation) in the corner. The patient had never seen the warning before and have contacted their physician/are awaiting a response. Additional information received from the patient later on date notified reiterated the oor error code, indicating the implantable neurostimulator (ins) cannot output what is being requested. There were no patient symptoms alleged. Additional information received from the patient. The patient reported that they are unaware of what led to the oor message. The patient talked with a manufacturing representative by phone, followed the online manual and made an appointment with a programmer. The patient reported that the issue has been resolved. Follow up information received from the patient reported there is an issue with high impedance levels at all 4 contact points on the right side battery. To resolve the oor message, they met with a programmer who cleared the message and overviewed their group settings. They helped with the patient's symptoms by resetting and reprogramming the battery, resolving the issue. The patient's indication for implant is dystonia and movement disorders.